Event description:
The consumer states that the unit came off in her mouth and she nearly swallowed it. Consumer states that she, as well as, her husband indicated that it broke.

Manufacturer narrative:
On (B)(6) 2012, consumer states that she uses burt's bees toothpaste, the unit is rinsed off and sometimes she will use peroxide to kill any germs. The brush head is about a month or so old. The unit was not dropped. As stated in our dfu, "if your toothpaste contains peroxide, baking soda or bicarbonate (common in whitening toothpastes), thoroughly clean the brush head with soap and water after each use. This prevents possible cracking of the plastic". On 07/02/2012 we have not received the unit for analysis. We will file a follow up report with in 30 days.